Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that signal loss of unknown duration occurred. Data and product was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the data was performed and signal loss was found within the investigation window. The probable cause was determined to be a transmitter failed error. The reported event of signal loss of unknown duration is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.